Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was an issue with the console. The surgeon resumed surgery with the second surgeon side console (ssc). The customer explained they had a loss of control with all arm and the light-emitting diodes (leds) were yellow. The surgeon used the second ssc and they restarted the system. The technical support engineer (tse) viewed the system event logs and saw error 40100 pointing to master tool manipulator (mtm) right. The procedure was completed with the second ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse performed full verification of the master tool manipulator (mtm) with diagnostic test engineering (dte) and no error were found. The fse provided the site with troubleshooting information for the issue. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following possible related system errors: error 40100 pointing to mtm right 2. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.